Event description:
Information was received from a patient regarding an implantable neurostimulator. . Patient said with the device they have good coverage on one side of their body but not the other.   Additional information was received, it was reported the patient did not know the circumstances of the event but they had been told the efficacy of the device may have been affected by nerve irritation due to length of the procedure. The patient stated the procedure took 3 hours as opposed to 1 hour. The patient reported the scar tissue between the trial implant and the actual installation of the device was the cause of the good coverage on one side but not the other. The patient also stated they had to recover from infection. The patient had been reprogrammed by their representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.